Event description:
The customer reported that the insulin pump did not alarm no delivery when the cannula was bent. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. Several days later, the customer called back and stated that he was hospitalized due to high blood glucose of 519mg/dl. It was stated that the customer changed the infusion set several times prior being hospitalized. It was stated that the customer's glucose level was treated with the insulin pump. The customer stated that he switched to another box and he has not been experiencing bent cannulas anymore. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.